Manufacturer narrative:
Patient city: (B)(6). Patient country: canada

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced an infusion set tape not sticking on (B)(6) 2026. The cause of product not adhering due to the adhesive is not sticky. No further information available.